Manufacturer narrative:
Submit date: 01/21/16.an investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that the customer had an issue with an enteral feeding pump. The customer reports the unit is not delivering correct amount, only delivers half doses.

Manufacturer narrative:
An investigation of the reported condition was performed. One kangaroo epump was returned for the reported condition of, ¿the customer reports the unit is not delivering correct amount, only delivers half doses.¿ initial testing of the unit found that the pump displays feed errors during testing, therefore, this report will be considered confirmed. It was found that the unit¿s sensor was dirty; causing the pump to display feed errors during testing. The sensor housing was cleaned and the pump passed extended testing without error. Product kangaroo epump was manufactured in 2004. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(6).